Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported device fragment in the patient could not be conclusively determined.

Event description:
During a pace-maker implantation procedure the guidewire of an introducer went into the vein cava of the patient and could not be removed from the insertion point. The guidewire was surgically removed by a second puncture in the femoral vein with a lasso catheter. Fluoroscopy confirmed that all pieces were successfully removed from the patient. The patient was stable.